Event description:
On august 15, 2022, the customer contacted medela via emailed and alleged that her breast pump was not working for her and she would like a refund or replacement. The customer also alleged that it caused her to get clogged ducts and mastitis.

Manufacturer narrative:
Customer service replied to the customer via email requesting that she contact us by phone, which she did on 08/23/2022. The customer stated that she tried the pump in style max flow for a day and it led to mastitis for which she was prescribed an antibiotic. Customer service conducted troubleshooting with the customer including; verifying there was no milk backup; verifying the user was not washing or drying tubing on the pump; verifying user was using correct kit components; verifying user was washing parts according to the instructions for use and verifying user was using dry parts when pumping. The customer was sent a new pump and a request was made for her to return her old pump and parts for testing/analyzing. In follow up with a complaint handler on 09/03/2022, the customer stated that the vibrations of the pump caused there to be no suction and it would not stick to her breast to allow her to pump. Additionally, she stated that she developed mastitis on august 9th and was prescribed and antibiotic. She also indicated that the replacement pump is working well and her mastitis is resolved. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 10/03/2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the membranes and the aggregate (internal motor & pump assembly). After cleaning the motor aggregate the vacuum readings were within specification.